Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement. Before the procedure, noise was observed on the right ventricular lead. During the procedure, poor insulation quality was also noticed. The lead was explanted. The patient was in stable condition.